Manufacturer narrative:
The ge service rep replaced the batteries and the sram card. The sram card lost its data and did not work properly. He rebooted the system and it now operates as intended.

Event description:
The customer reported that the system did not boot up.